Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported there were issues with the new attune essential femoral prep, cr and rs all sizes (all the smaller square sets), being found wet when delivered to hospital. The issue was isolated to these trays only, other items out of same sterilizer loads were not wet, plus the affected sets went through a number of different cycles. It was noted there also was a debris issue with these trays. Inside nearly all of the trays which were returned last night, clean and unused there was black rubber debris. This appears to have come from the lip of the tray. The lid has two prongs which fit inside the tray. On all of these essential femoral prep there are clear visible scratch/gouges out of the rubber on the lip of the tray where these meet. Small pieces of black rubber have then been found in these trays.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, it was reported that ¿we had issues yesterday with the new attune essential femoral prep, cr and rs all sizes (all the smaller square sets), being found to be wet when delivered to hospital. The issue of wet was isolated to these trays only, other items out of same steriliser loads were not wet, plus the affected sets went through a number of different cycles. In regards to this we will be testing these sets today without the green feet as the affected areas seemed to be around the corners, plus testing with green feet. Sterilising, leaving for 2 hours and then opening to see the result. I have heard no wet issues with any of the other larger attune trays. This morning when looking at this issue we have found a debris issue with these trays. Inside nearly all of the trays which were returned last night, clean and unused there was black rubber debris. This appears to have come from the lip of the tray. The lid has two prongs which fit inside the tray. On all of these essential femoral prep there are clear visible scratch/gouges out of the rubber on the lip of the tray where these meets. Small pieces of black rubber have then been found in these trays. We have one of the larger trays here and there does not seem to the same occurrence with this tray.¿ the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed the plastic located in the grip/handle area was slightly chipped. Broken fragments were visible inside the case. The observed condition of the device could be consistent with a random component failure that may have been caused by unintentional contact with the locking mechanism of the lid, or other tools and hard edges coming into contact with the device. However, since no additional information was provided, the reported product was not returned for evaluation, and it was not possible to identify the part and lot number in the photo, the potential cause of the observed damage cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of unknown instrument case contributed to the complained device issue. Based on the investigation findings, there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.